Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 98 mg/dl. The customer reported that the keypad was not unresponsive. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.